Manufacturer narrative:
On 17 aug 2021, the complaint was updated to clarify that the event was a falsely elevated result and not a false positive result as previously indicated. The customer results as provided indicate a grayzone result per product labeling and the ticket update clarified that event the customer does not believe the questioned result was positive. Based upon this new information, this complaint is no longer a reportable event. An investigation was nevertheless conducted for this event; a review of tickets was performed for reagent lot number 19561ui01. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect total ss-hcg reagent lot number 19561ui01 was identified.

Manufacturer narrative:
Multiple sids are involved in this event representing the same patient (sid (B)(6), sid (B)(6)). No further patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified discrepant results with the architect total b-hcg assay for one patient. The following information was provided: sid(B)(6) ,18.72miu/ml, (B)(6) 2020, sid(B)(6),<1.2 miu/ml, (B)(6) 2020. No impact to patient management was reported.